Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: 02-012-44-4015, sn (B)(6). 02-012-40-4040, sn (B)(6).

Event description:
Legal case-USA patient ID: (B)(6). Additional information received from legal on 13-dec-2023: revision operative report of (B)(6) 2023 - postoperative diagnosis- failed right total knee arthroplasty secondary to aseptic femoral loosening, osteolysis; morbid obesity bmi 41. Patient was revised to competitor¿s devices. Marked synovitis. Evidence of polyethylene wear on the undersurface of the patella. No gross evidence of polyethylene wear of the actual insert. Sterile dressings were applied, and the patient was awakened and transferred to the recovery room. There is no other patient/medical information provided. There are no x-rays or images provided. Devices were not returned. There is no other information available. Unable to locate ebi. Revision product: ¿ depuy attune knee system components. ¿ stryker simplex bone cement. Additional information received from legal on 27-oct-2023: this morning, I talked to (B)(6) about(B)(6) claim. Below is a summary of that call: (B)(6) underwent knee replacement for both knee in approximately (B)(6) 2013 - he revised his right knee on (B)(6) 2023 right knee o (B)(6) claims his recovery period was tough and he was in severe pain before the revision. Original description summary: this patient is verified bilateral knees on (B)(6)2013 with dr. (B)(6). He had right knee revision on (B)(6)2023 with dr. (B)(6) (op report attached). No device return anticipated due to this being a legal case. Ebi initial surgery unable to be found. Historical record & smartsolve searched for sn/patient name with no results. Operative report from revision surgery attached. No further information. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 26 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, pain, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Event description:
It was reported that approximately 124 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, pain, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
It was reported that approximately 124 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, pain, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.